Manufacturer narrative:
The evaluation noted this (B)(6) old patient with a bmi of 28.19 was implanted with a novation/gxl acetabulum liner. Post-operative leg discrepancy was reported to be 1.3 mm. At 51 months post implantation, the patient underwent revision for wear of the acetabulum liner and secondary osteolysis. Attempts were made to acquire additional information, however; no additional information was provided. Without additional information, we cannot reasonably draw a conclusion as to the cause of revisions. This is patient 9 of 12 being reported for patients listed in table 1 of the article being submitted.

Event description:
Wc t, hk p, rg v, cf g, early polyethylene failure in a modern total hip prosthesis: a note of caution, the journal of arthroplasty (2020), doi: https://doi.org/10.1016/j.arth.2019.12.043. This (B)(6) old patient with a bmi of 28.19 was implanted with a novation/gxl acetabulum liner. Post-operative leg discrepancy was reported to be 1.3 mm. At 51 months post implantation, the patient underwent revision for wear of the acetabulum liner and secondary osteolysis. Attempts were made to acquire additional information, however; no additional information was provided. Without additional information, we cannot reasonably draw a conclusion as to the cause of revisions. This is patient 9 of 12 being reported for patients listed in table 1 of the article being submitted. All cases are captured as the following complaints in exactech¿s global complaint handling system: case (B)(4).